Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that it took a year for the right dose to be found and to get the catheter where it needed to be. The catheter was reportedly put in temporarily and then when they got it over the right nerve, it was implanted. At the time of this report, everything was okay with the pump and it was doing its job. It was unknown what medication was in the pump at that time.